Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed bubbles in the tubing at the probe. The fse replaced the dosage fluidic system (dfs) to resolve the instrument issue. The repairs were verified per established service procedures. (B)(4).

Event description:
Customer reported that the ca control for bilirubin was failing (false negative) on their ichem velocity automated urine chemistry system. There were no reports of erroneous patient results being generated or reported out and there was no change or effect to patient treatment in connection to the event.